Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump stopped pushing insulin out and it just died. She tried inserting new batteries and it will not power on. Customer's blood glucose level was not reported. The customer spilled a glass of water near the insulin pump. The display returned after troubleshooting. The device was not returned.